Event description:
Reporter alleged obtaining discrepant blood glucose values in the 200s [mg/dl] back to back with results in the 80s to 100s [mg/dl] when testing was performed one test immediately after the other on the aviva system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.